Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a small tear in the modular cable which was taped up. Both power cables on system controller had broken bend reliefs and the patient had reported green 'goo' from those cracked areas which was cleaned by the patient with a q-tip. The system controller and modular cable were exchanged.

Manufacturer narrative:
Section h5: corrected for single use medical device. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported events of damage to the strain reliefs on the system controller power cables and a green fluid substance coming from the areas around the damaged strain reliefs were not confirmed. A log file was submitted for review and data from the reported event date of 04dec2024 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without issue throughout the time span. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 16sep2021. No further information was provided. The manufacturer is closing the file on this event.